Manufacturer narrative:
This report is for an unknown plates/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: thomann y., eisner l., linder s., troeger h., (1996), osteosynthesis of the peripheral hand skeleton - indication,technique, results, swiss surg volume 2, pages 57-61 (switzerland). This retrospective study aims to analyzed results, complications and absence from work after treatment of fractures of the peripheral hand skeleton. Between january 1st 1992 and december 31st 1993, a total of 140 patients (110 male and 30 female) with a mean age of 47 years who were treated with plate and screw fixation were included in the study. 45 fractures were treated by plate fixation,45 by screw fixation and once a mini-fix-ex (ao-prototyp). Fixation were performed with ao-mini-implants. The following complications were reported as follows: 8.6% of the patients a relevant loss of movement leading to operative tenolysis in 7 patients. This report is for an unknown synthes plates. This is report 1 of 3 for complaint (B)(4).